Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. Despite rigorous testing, the customer reported failure mode was not able to be duplicated on the received sample. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.

Manufacturer narrative:
The previous report was inadvertently sent. Please disregard the previous report. The product involved is not sold in the united states. (B)(4).

Event description:
Customer states: the air was injected by 20-25cmh2o; however; 1 min after the intubation, an air leak alarm was generated and the cuff pressure gauge indicated 15cmh2o. The customer reported that the cuff pressure was pre-tested at the hospital but no problem was found. The customer states that replacement of the tube was required. The tube was replaced w/o further incident.